Event description:
In the article "a case of diffuse alveolar hemorrhage associated with hyaluronic acid dermal filler", chest, volume 145, no. 3. The authors describe a pt who "presented to the hospital with five days history of shortness of breath and dry cough", pt had been injected "with ha in the face and buttocks about 6ml... On each area around one month ago without any side effects, then [the pt] was injected in the calf over 50ml of medication one day prior of starting the symptomatology". Upon examination, the pt's lungs revealed "bilateral diffuse crackles and rhonchi". "A CT-scan of chest with contrast was performed which showed bilateral pulmonary consolidations and interstitial ground-glass densities with peripheral predominance without adenopathy". "The pt was admitted to the medical intensive care unit of hypoxic respiratory failure which stabilizes to supplemental oxygen and non-invasive ventilation. Pt was treated with a "3 day pulse IV methylprednisolone followed by a tapering dose with a favorable response, gradually improvement in his symptoms and radiographically clearance of ground-glass opacities in ten days." The pt made a "complete recovery."

Manufacturer narrative:
. Unable to request further info from the reporter regarding event, product, or pt details as no contact info was made available. The event of "hypoxic respiratory failure" involving tachycardia, inflammation, frank bloody secretions, dry cough, shortness of breath, and diffuse crackles/rhonchi is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.